Manufacturer narrative:
Additional information received on 19-nov-2021: it was confirmed that the size of the aneurysm was 4.5 cm. Device evaluation summary: images show the front end of the complaint device at the account. A kink is evident to the graft cover close to the stent stop in all three images. The stent graft is loaded in the delivery system. Blood is present on the device. No other deformation or damage can be seen to the device. The reported ¿kink¿ can be confirmed through analysis of the images provided. Delivery system decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider in the home position. The taper tip was bent. A longitudinal scratch was present on the taper tip. A kink was evident to the graft cover and spiral tube at the distal end of the stent stop. A twist was visible to the graft cover 14.7cm from the tip. The reported ¿kink¿ was confirmed through analysis. Ruler ¿ calibration ID 7367 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported delivery system kink could not be assessed on the procedural angiograms provided; however, the anatomical considerations that contributed to the reported event could be appreciated. It is very likely that the tortuous nature of the right iliac anatomy observed was a factor in the kinking of the delivery system and its inability to be delivered to the desired location. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm.  It was reported that during the index procedure the endurant bifurcate stent graft was successfully implanted. The physician then attempted to implant the endurant limb through the left femoral artery, however, due to anatomical distortion of the patient¿s left femoral and iliac artery, the outer sheath of the delivery system kinked in the body, resulting in insufficient supporting force for the outer sheath of the delivery system the endurant limb failed to be delivered, the delivery system was withdrawn and the operation was over. As per the physician, the cause of the event was anatomy related due to the patient¿s left external iliac artery being twisted. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.